Manufacturer narrative:
The user facility reported that during a patient procedure the table was being lowered and hospital personnel heard a crunching noise and saw that screws from the column covers came out. The patient was transferred and the procedure was completed. No injuries to hospital staff or patient were reported. A procedural delay was reported. A steris service technician arrived onsite and found the table to be removed from service. The technician noted that the user facility had replaced the shroud covers and mounting brackets. During the investigation it was determined that the shroud could have been misaligned or came into contact with an object on the base of the table causing damage to the table. The user facility stated they are awaiting a cover piece to complete the repairs and return the table to service. The table is not under steris service contract and is serviced and maintained by the user facility. Steris advised the user facility on the proper use and operation of the surgical table.

Event description:
(B)(4).